Event description:
It was reported that pump experienced malfunction with malfunction code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and call back if malfunction returned.